Manufacturer narrative:
As reported, the patient had placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to ivc perforation and filter tilt. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc, tilting of the ivc filter, device unable to be retrieved, and asserts that the ivc filter has not been removed and that there have been no attempts at filter removal. The patient also reports suffering from stomach pain and anxiety related to the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety and stomach pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: inferior vena cava (ivc) perforation and filter tilt. As per updated information provided and cordis product sticker found in the surgical flow sheet, the patient was implanted with an optease vena cava filter. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately twelve years post implantation. The patient reports perforation of filter strut(s) outside the ivc, tilting of the ivc filter, device unable to be retrieved, and asserts that the ivc filter has not been removed and that there have been no attempts at filter removal. The patient also reports suffering from stomach pain and being bed-ridden due to the pain. The patient is afraid to move around for fear of internal bleeding or other injuries as a result of the filter, and further experienced anxiety related to the filter.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: inferior vena cava (ivc) perforation and filter tilt. As per updated information provided and cordis product sticker found in the surgical flow sheet, the patient was implanted with an optease vena cava filter. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately twelve years post implantation. The patient reports perforation of filter strut(s) outside the ivc, tilting of the ivc filter, device unable to be retrieved, and asserts that the ivc filter has not been removed and that there have been no attempts at filter removal. The patient also reports suffering from stomach pain and being bed-ridden due to the pain. The patient is afraid to move around for fear of internal bleeding or other injuries as a result of the filter, and further experienced anxiety related to the filter.

Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had tilted and was associated with filter tilt. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: ivc perforation, filter tilt.